Manufacturer narrative:
(B)(4).

Event description:
The regulatory/competent authority reported via the company representative (rep) that the "control unit" (implantable neurostimulator) had to be replaced and the procedure lasted longer. The problem lead to the inability to stimulate the left side of the brain. There was a problem with the "control unit" connections. No issues were noticed for the patient. No diagnostics were performed. Change of the "control unit" was the action taken, which resolved the issue at the time of this report. The patient was alive with no injury. The rep further reported that the neurosurgeon found liquid in the portion of the connection. The device will be returned to the device manufacturer. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomalies. The ins was functionally okay. The ins passed functional testing. The connector module of the ins showed evidence of foreign material between the tecothane cover and liquid silicone rubber (lsr). The lsr does not adhere to the tecothane. This connector module design allows fluid ingress between the tecothane cover and lsr, however, it is cosmetic only and does not impact device performance. The device was received with the lead configuration set to 2x4 using electrodes #0-3 and #4-7. This programming configuration only uses electrodes connected to the #0-7 connector port of the ins and would be the configuration used with a model 64002 dbs adapter to connect to two legacy extensions. If connecting two model 37085 or 37086 dbs extensions, then the required configuration would be a 2x4 lead configuration using electrodes #0-3 and #8-11. The products used with this ins were not given so it could not be determined if the ins had been programmed correctly.